Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism. (B)(4) - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed oversensing and multiple short v-v sensed events of less than 220 ms are observed between (B)(4) 2011 and (B)(4) 2011 (7 episodes nst). Also, there was interference/noise and high v-sic (ventricular short interval count) counts observed with 2795 counts on the lifetime counter, most of these counts occurred since the (B)(4) 2011 session.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism.

Event description:
It was reported that the atrial lead had over sensing. It was also noted that there was a glossy portion on the proximal segment of the lead which appeared to be silicone flow. The atrial lead was explanted and replaced. Performance data from the device was provided, analyzed and the right ventricular (rv) lead tested out of specification. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead had over sensing. It was also noted that there was a glossy portion on the proximal segment of the lead which appeared to be silicone flow. The lead was explanted and replaced. No patient complications have been reported as a result of this event.